Event description:
Post-operative wound infection. Questionable stitch abscess. Wound treated 5/22, 6/6, 6/25. No adverse outcome to pt. Not the actual stitch available for eval but rptr has sutures from this lot.